Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). A promus element ous, mr, 2.25x32mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the second and third proximal struts were damaged; lifted on one side and pulled in a distal direction. It is likely the crimped stent may have encountered resistance & subsequent damage during the attempt to withdraw the device. The undamaged stent outer diameter (od) measured which was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 08-dec-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the circumflex artery. After a 00014 guide wire crossed the lesion, a 2.25x32mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.